Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Customer reported patient presented for 4 week post op. Biaxin was given due to inflammation and redness. 2 weeks later patient came in with pus and infection at surgical site. Removal of implant. Tooth site #24. The site was grafted with allograft and xenograft together with original implant placement. .